Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm model #: sc-9218-55 serial #: (B)(4) description: precision m8 adapter, 55cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness, drainage, and ipg protruding from the incision. There was an actual break in the skin. The physician could not confirm if the infection was device or procedure related. The patient was prescribed oral antibiotics and underwent an explant procedure. No device malfunction was suspected.